Event description:
The patient experienced severe pain that didn't subside with prescribed pain medication and swelling at the generator site after generator replacement. No additional relevant information has been received to date.